Event description:
Product was returned for evaluation. Documented on the returns expanded evaluation report: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the lower rear of the side frame to be broken through the weld and tubing. The cause of the break could not be determined. Dealer and left and right side frame is broken at a weld where back cane meets the bottom frame.

Manufacturer narrative:
Product was returned for evaluation. Documented on the returns expanded evaluation report: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the lower rear of the side frame to be broken through the weld and tubing. The cause of the break could not be determined.

Event description:
Dealer and left and right side frame is broken at a weld where back cane meets the bottom frame.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.